Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. It was found that the tip of the dilator was unhinged, there was a sharp edge. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has been received for analysis at boston scientific laboratory. Visual inspection of the device found no abnormalities or defects on the exterior of the sheath. The distal tip of the dilator was observed to be damaged. Microscope inspection found excess adhesive at the proximal end of the shaft and was identified as the cause of the roughness felt during insertion of the dilator. The dilator was inspected and confirmed to be damaged at the distal tip and the surface around the distal tip, indicating it was also likely caused by the excess adhesive. The "manufacturing deficiency" conclusion code was selected for the allegation of "damaged/defective" and the secondary finding of the excess adhesive, as analysis confirmed the damages on the dilator and found excess adhesive at the proximal end of the shaft. Based on the additional finding of the excess adhesive, it was concluded that the adhesive defect was the most probable cause of the damages on the dilator.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. It was found that the tip of the dilator was unhinged, there was a sharp edge. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.